Event description:
A customer reported receiving unspecified low readings from the adc sensor compared to an unspecified meter. The customer experienced hyperglycemia and was seen by a healthcare professional who obtained blood glucose result of 43 mmol/l on their meter compared to sensor scan of 3.3 mmol/l. The customer was administered IV drip to lower glucose levels. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, were out of range, showing the difference in values to be clinically significant.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.